Event description:
Reporting status: serious injury-required intervention. Reporting rationale: balloon rupture/separation resulting in medical intervention. Device issue: balloon rupture/separation. It was reported that the balloon was inflated to 22 atm, at which pressure, the balloon ruptured. On fluoroscopy, it was noted that the balloon was completely detached from the catheter shaft; however, the separated portion remained on the guide wire. A buddy wire was used to retrieve the separated portion. All parts of the balloon were retrieved. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the balloon catheter was returned with blood in the balloon. There was contrast in the inflation lumen. The balloon was loosely folded and bunched. There was balloon shredding in the entire length of the balloon. There was a radial balloon rupture 4 mm proximal from the distal balloon marker for a length of .5 mm. There were multiple radial and longitudinal scratches on the balloon. The balloon was separated at the proximal balloon seal. The inner member was separated in the middle of the proximal balloon marker. The separations were jagged and stretched. The outer member was stretched .5 mm proximal to the proximal balloon seal for a length of 1.5 mm. There were two kinks in the hypotube, 39.5 and 82 cm distal to the strain relief tubing. There was no other damaged noted to the balloon catheter. Product performance engineering reviewed the incident info and analysis of the returned product, which is consistent with the reported info that the product was inflated and the balloon ruptured. Balloon ruptures can be affected by numerous factors including: balloon damage during mfg, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The target lesion was heavily calcified, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured during inflation, as no damage was noted during preparation for use. Analysis of the returned catheter noted multiple radial and longitudinal scratches and shredding along the length of the balloon, likely from interaction with the heavily calcified mid cx and/or from interaction with the buddy wire during removal of the balloon material. In this case, it was reported that the balloon was inflated to 22 atm, which is above rated burst pressure (rbp) of 18 atm. It is likely that this also contributed to the reported rupture. It should be noted that the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rbp. The rbp is based on results of in-vitro testing. At least 99% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Although no resistance was reported in this case, it is possible that during the procedure, resistance was encountered at some point such that as force was applied to the catheter, the proximal seal subsequently separated, causing the inner member to also separate at the marker band during an attempt to retract it through the guiding catheter. In this case, although there are no indications of a product quality deficiency, the reported rupture, noted balloon damage, stretched outer member, separated inner member, separated proximal seal and hypotube kinks appear to be related to the operational context of the procedure. Analysis also noted two kinks in the hypotube distal to the strain relief tubing. This damage was not originally reported and likely is a result of handling during the procedure or during packaging/shipment back to abbott vascular for eval, as no damage was noted prior to use. This damage does not appear to be related to the reported difficulties. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.